Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision and backup monitor in the examination room did not turn on. Upon troubleshooting, the fse reviewed the log file and found, 'flexvision monitor not turning on. The 58-inch monitor and the two backup monitors did not have leds on; the fuse in the power supply unit blew due to a large monitor failure. To resolve the issue, the fse replaced the defective fuse and the 58-inch lcd monitor. The defective 58' color monitor was returned to philips for failure analysis. During the failure analysis, it was found that the display had no power. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was not turning on. The device was in use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.